Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the valve seal for the trocar balloon was disengaged. The inflation syringe and insufflation bulb were received. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device's valve seal came off. There was no patient involvement.